Manufacturer narrative:
Manufacturer ref. No. (B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a pump was alarming for a system error 105. There was no patient involvement.